Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was overheating. It is unknown under what circumstances the issue was discovered, however there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use on patient, the cardiosave intra-aortic balloon pump (iabp) unit was overheating. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The biomed technician stated that the unit was plugged into a receptacle that was found to be faulty, so the unit was running on batteries. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log and while testing the iabp. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.